Event description:
The olympus representative reported (on behalf of the customer) that the video system center had no image. The issue was found during preparation for use, and the diagnostic procedure (gastroscopy) was canceled. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned and evaluated, and the customer¿s allegation of no image was confirmed. Device evaluation found that no image was due to a defective motherboard. The additional evaluation findings are as follows: led lamp error detect indicator was not working intermittently due to a defective receptacle, some of light-emitting diodes were not glowing on front panel hence front panel required replacement, corrosion found on the top cover and back panel, and minor dust inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the reported issue of no image was due to the failure of the mother board. It was confirmed that front-panel failures caused the part front-panel led light issue. Also, the led of the lamp error detection indicator was intermittently not working due to a failure of the receptacle. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.